Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product found crush damage on the outer carton that corresponds with the crush damage on the inner sterile blisters. There is a puncture that penetrates both layers of tyvek. Sterility has been compromised. This complaint has been confirmed by evaluation of the returned product. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tibial tray outer packaging was received damaged, but there did not appear to be any visible damage to the exterior sterile packaging. However, upon opening the package in the sterile field, a hole was identified on the interior sterile packaging of the implant. Another device was used to complete the procedure. No adverse events were reported as a result of this malfunction.